Event description:
While dissecting the right side pelvic lymph nodes, with the arm of the da vinci, an arc occurred at the site of the tip cover ("tip cover accessory") causing a small hole in the patient's vessel. The surgeon repaired the injury with a stitch. Electrical surgical unit was set at 40 and then turned down to 35. The esu appears to be working fine - per the clinical engineer.